Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass the lv vent valve was inadequately draining the left heart. A 2 cc blood loss. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo will be submitting a follow-up report when more info becomes available. (B)(4).